Event description:
It was reported that they identified the same fault as described in the safety field notice eif-000372 with a different batch number. The needle pack was found in a kit bag that had not been used for some time and was discovered as part of a check that was instigated following a recent fsn regarding needle covers being dislodged images have been provided and we are checking if the item is still available for return as the air ambulance protocols during covid mean that such items are normally taken out of use and destroyed to prevent the risk of infection. The needle was probably supplied to the air ambulance via east midlands ambulance service. It appears that the needle and cover are still in the space provided within the blister pack and the needle cover is the wrong way around suggesting something other than dislodgement. The item has been set aside and are available for collection from raf.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned one unopened/sealed 9001p-EU-005 ez-io 25mm needle + stabilizer for investigation. The customer also provided photos of the sample lid stock and the reported defect; see pic.1_tc# 20037486 and pic.2_tc# 20037486 for customer supplied photos. Visual inspection of the photos and the returned sample revealed a closed ez-io 25mm needle set that contained a 25mm needle with its guard removed. Complaint confirmed. The attached device history record and certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the device history record and certificate of conformance found that the needle set passed all the release criteria. The device was released in 12/2017 and is approximately 3 years old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. The reported complaint of ez-io needle guard came off was confirmed by complaint investigation of the returned sample and customer supplied photo. The unopened kit contained a needle with its guard removed. The likely cause of this complaint is the package design. A CAPA is in process to further investigate the issue of the needle cover becoming detached.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that they identified the same fault as described in the safety field notice eif-000372 with a different batch number. The needle pack was found in a kit bag that had not been used for some time and was discovered as part of a check that was instigated following a recent fsn regarding needle covers being dislodged images have been provided and we are checking if the item is still available for return as the air ambulance protocols during covid mean that such items are normally taken out of use and destroyed to prevent the risk of infection. The needle was probably supplied to the air ambulance via east midlands ambulance service. It appears that the needle and cover are still in the space provided within the blister pack and the needle cover is the wrong way around suggesting something other than dislodgement. The item has been set aside and are available for collection from raf.